Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer experienced ongoing issues on the integrated electrosurgical unit (iesu). The customer needed to reboot the generator. The intuitive surgical, inc. (Isi) technical service engineer (tse) reviewed the logs and confirmed multiple errors on the iesu. No known impact or patient consequence was reported.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did receive the iesu involved with this complaint to perform failure analysis. The iesu was placed on an in-house system and was run in normal mode. It displayed the m-02-3 error after consecutive startups.